Manufacturer narrative:
The 4 complaint devices had already been discarded so they could not be returned. However, the facility returned 83 unused devices of the same lot number to assist the investigation; a sample of 29 x returned devices were sent for further evaluation by the subject matter expert. The bevels of the needles were checked for burrs and damage and for sharpness. All 29 x needles passed inspection with no issues detected. Review of device history record found the work order for lot a1154649 appears complete and correct. There were no temporary deviations at the time of manufacturing. The associated inspection record confirms that the devices were manufactured to specification. There were 2 x non-conformances at the time of manufacturing, the first was initiated due to a damaged label on the pouch. The second was initiated due to a bent needle, which was discarded. The nature of the non-conformances did not have any impact on the complaint. Review of the relevant records confirms that this is the only reported complaint related to the manufacturing lot. Review of specifications found that there are a number of processes and checks in place which would identify a blunt or damaged needle prior to shipment. During a previous complaint¿s investigation, the medical director provided a clinical assessment regarding vaginal bleeding, which stated the following: "vaginal bleeding is relatively common at an egg retrieval. My estimate would be an incidence of around 1/100 egg retrievals. The first structure the needle has to pass through is the vaginal vault, or roof. Very close to that dome-like structure lie the very large vessels supplying the uterus with blood. If the needle catches one of those vessels, that will cause either a large blood clot ¿ a haematoma ¿ or a hemoperitoneum. Lower down, the needle may pierce the cervix, which is richly vascular, or may injure a vein in the vaginal vault itself". As one patient was admitted overnight but no further surgical treatment was performed, it could be classified under ¿1. Minor bleeding at puncture site (¿bleeding ¿ less severe¿)¿. While the bleeding could have been significant, it was very different to the severity of intraperitoneal bleeding, which is a threat to life. Based on the available information, and the evaluation of the returned unused product, a definitive root cause could not be determined. The potential root causes are: - patient related factors - procedural complications the clinical evaluation report for ovum pick-up needles and sets addresses the following: - hemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. - in conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
After starting to use lot number a1154649, 4 patients experienced bleeding during and after ovum collection. The ovum collection for each of the four patients was performed by a different doctor. One of the 4 patients was placed under observation overnight at another hospital to be monitored for bleeding as a precaution for ovarian bleeding. No special treatment was required during the overnight observation. The other three patients returned home on the same day as the ovum collection. The clinic says this has never happened before. In addition, the user has noticed that more patients than before are experiencing pain when using needles from this lot during ovum collection, and he/she suspects that there may be some problem with the specifications of this lot. Since multiple incidents have occurred, the clinic would like 83 unused devices of the same lot number to be investigated.

Manufacturer narrative:
The clinic is planning to return 83 unused devices of the same lot number for investigation (the 4 defective devices have already been discarded and will not be returned).

Event description:
After starting to use lot number a1154649, 4 patients experienced bleeding during and after ovum collection. The ovum collection for each of the four patients was performed by a different doctor. One of the 4 patients was placed under observation overnight at another hospital to be monitored for bleeding as a precaution for ovarian bleeding. No special treatment was required during the overnight observation. The other three patients returned home on the same day as the ovum collection. The clinic says this has never happened before. In addition, the user has noticed that more patients than before are experiencing pain when using needles from this lot during ovum collection, and he/she suspects that there may be some problem with the specifications of this lot. Since multiple incidents have occurred, the clinic would like 83 unused devices of the same lot number to be investigated.